Event description:
Complainant alleged the device powered off and turned back on when a "bump" was encountered during two patient transports. Complainant reported clinical staff successfully returned the device to an operating state and completed the patient transports. Complainant reported no adverse effects or patient harm occurred due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to for further investigation. The device was visually inspected upon receipt and no anomalies were found. The reported issue was confirmed through log review. The device was allowed to ventilate for 22 hours using the customer settings. The device was manipulated into various orientations and bumped against the table in an attempt to reproduce the reported issue. The unit continued to ventilate without any faults during testing. Internal components were visually inspected and device went through a battery duration test, passing with no issues. Root cause of the reported issue is unable to be determined. The device's power board was replaced as a precaution.